Event description:
Customer reportedly obtained results of 235 mg/dl, hi, and 493 mg/dl on the voicemate/advantage system. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacment was sent. No indication given as to where comparison was performed.